Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent graft had migrated in the proximal neck. No type ia endoleak was present. Two 36/36/49 endurant cuffs were implanted below the renal arteries and the event resolved. It was also reported that an aneurysm had developed in the left iliac artery. The left hypogastric artery was coiled and the limb was extended with a 16/10/124 endurant stent graft. The physician stated that they thought the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.